Event description:
I'm using dexcom g7 with an omnipod 5 pump. I'm a t1 diabetic and need insulin to survive. Ever since dexcom made their glucose monitor device smaller, the sensor is also shorter. These sensors have severe issues in reporting proper glucose levels. Currently, I'm on day one of a new 10-day sensor. In understand discrepancies but these devices are faulty. All night the sensor kept disconnecting (not a compression low) and I had to keep getting up to prick my finger and try to calibrate. The sensor at one time showed 40 and my true glucose blood stick was 150! This happened all during the night, preventing my sleep. The sensor also keeps losing connectivity and the system tells me to wait up to 3 hours to reconnect. I've been continuously having issues with the g7. These false readings can cause me or anyone to either over correct a false low by treating immediately for the false low and then facing true severe highs! So many patients complain about these newer sensors and yet we see nothing being done to correct the issues. Even when my sensor shows I am high, I check my blood and it is normal or almost low and under 100. Regardless, having a sensor read either 100 too high or too low is serious. I don't want to end up in the ER! I tested because the sensor reconnected and shows I am 186. However, checking my blood, I am 116!!